Manufacturer narrative:
D9 device available for evaluation: no. G6 type of report: follow-up. H3 device evaluated by manufacturer : no, evaluation summary attached. H6 health effect, clinical code: 2694. H6 type of investigation: 4110 and 4114. H10 investigation report reads as follows, (B)(6) 2020, "due to a physical, visual, or lot number not being received an investigation into the root cause of the issue was unable to be conducted. A manufacturing site notification cannot be sent, as a lot number was not provided. A one-year trend was conducted for this item. Year to date this is first logged occurrence of the issue. The division will continue to monitor this issue for trending."

Event description:
It was reported, a patient was burned around the areola during a gynecomastia excision.

Manufacturer narrative:
Email received by end user with additional information related to this incident. The reporter states that on (B)(6) 2020 a male patient in their mid-twenties was burned around the areola during a gynecomastia excision. The reporter states, "the insulation on the protected bovie tip malfunction." The patient experienced "a small 2nd degree burn." The reporter states local wound care was provided and the patient is "completely fine." Due to the nature of the injury and in abundance of caution, this medwatch is being filed. The sample has not been returned. No further information is available at this time. If additional relevant information becomes available, a supplemental med watch will be filed.

Event description:
It was reported, a patient was burned around the areola during a gynecomastia excision.